Event description:
It was reported that the programmer displayed an error message during an interrogation of a device with a patient. Another programmer had to be used to complete the interrogation. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce the reported event, however errors were found in the error log. As a result the hard drive was reconfigured and software was reloaded. (B)(4).